Manufacturer narrative:
The o2 manifold valve was visually inspected, but it did not reveal any signs of damage or contamination. The returned part was tested, and the reported failure could be replicated, one check valve remained open when the manifold was pressurized. The check valve was disassembled and its poppet found to be stuck on the valve seat in the main body, it was not moving when orienting the valve in different directions. Resolution and disposition: the poppet was removed. On the poppet surface residue could be seen, likely thread locking fluid from the check valve assembly. After breaking free the poppet, the valve was re-assembled and tested. All inlet valves shut without leaking.

Manufacturer narrative:
Event date: (B)(6) 2016. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the o2 manifold valve was allowing o2 to exhaust to the room. There was no patient involvement.